Event description:
It was reported that during an esophagectomy procedure, although the firing handle was grasped strongly, there was no sound of punching out the washer at the firing. The gap setting bar was showed 1.0mm. The staples were deployed. Then the doctor was going to pull out the device, but the tissue was caught and could not be pulled out. Finally the device was fired again to set the gap setting bar showed around 1.5~1.8mm and the firing was completed properly. It was confirmed that the doughnuts formed without any problem. The surgeon commented as follows; the target tissue did not seem to be so thick. Tissue was not multiplied. The device was not fired over an existing staple line or clips. It seemed that the device could not cut the tissue at the 1st firing, and then the device could cut the tissue when the device was fired again. Although the anastomosis site was difficult to watch, there seemed to be no problem with the staple line as long as the surgeon could watch. There was no bleeding at the firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6).